Event description:
The following has been reported: biomed reported: product issue: a test infusion was attempted but failed due to an error message that appeared on screen stating, "tubing set misloaded". The tubing set was reseated in attempt to fix the error message however was not successful. The cassette being used to test device is known to be good as it works fine on other devices. Sn: (B)(6). Description of issue: no visible damage to device. Date and time issue occurred: unknown. Patient harm or delayed infusion: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.